Event description:
It was reported that the device was flagged as broken. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 31-473590 - item name: femoral inserter w/mod fork - lot # zb150501. 110003453 - item name: g7 curved acet shell inserter - lot # 447660. 110003453 - item name: g7 curved acet shell inserter - lot # 447660. 31-473620 - item name: bi-metric tapered rmr t-handle - lot # 553415. G2: foreign: canada. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02705. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4 g3 g6 h2 h6 h10. Surface scratches, scuffs, and dings were observed on the device. The inserter grip is cracked on one side but remains intact. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available at the time of this report.